Event description:
A pt alleges he had a rear molar extracted by an oral surgeon and replaced with a post and false tooth because his continuous positive airway pressure (bipap) therapy. There has been no report of device malfunction for the CPAP.

Manufacturer narrative:
The device has not been returned for eval by the MFR. K052110.